Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 350p from heartsine technologies, (B)(4) on 29th april 2014. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the 6th may 2014 and that it had performed to specification up to the 6th november 2016. On the 13th november 2016, the device failed the weekly auto self-test due to low battery. The user would have been alerted with a "warning low battery, device service required" prompt and a flashing red status led. Upon further investigation, the returned pad-pak fuse was measured and found to have blown. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section "usage of device" of this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Red status indicator, device shut down with pad-pak expiry 2018-07.